Event description:
It was reported that an alert for high, out of range, high voltage lead impedance was observed. The hvli alert was disabled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.